Manufacturer narrative:
A field service engineer was dispatched on 9/22/2015. The fse phoned the customer and had customer do a back flush on the bf-probe and that cleared the issue. The customer still wanted service to come and check the aia-600ii. The fse checked out the aia-600ii with a precision check with no further action required by field service. The most probable cause of the reported event was the probe failure had a lot of beads in it. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported ongoing results fluctuating with their aia 600ii analyzer. The customer is unable to run bhcg, e2 and prog patient samples. A field service engineer (fse) was dispatched to address the reported event and spoke to the customer to troubleshoot the event, which resulted in delayed reporting bhcg, e2 and prog patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.